Manufacturer narrative:
An event regarding patient pain involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: a review of the medical records by a clinical consultant concluded that there is no info at all, no medical records and no x-rays to document any adverse events with regard to the event reported due to absence of relevant information. As such, no root cause can be established due to lack of info. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, additional x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient had been experiencing pain and discomfort since her right hip surgery.

Event description:
It was reported that the patient had been experiencing pain and discomfort since her right hip surgery.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 502-03-48c, primary tritanium hemi cluster hole cup 48mm, lot code: mkmk14. Cat. No.: 6020-3535, accolade 132 size 3.5, lot code: 37934705. Cat. No.: 6260-9-032, 32mm -4 lfit v40 head, lot code: 38008202. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.